Manufacturer narrative:
Other, other text: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was resolved indicating that cadd legacy 1 pump displayed error code 1871. The malfunction occurred during testing.